Event description:
It was reported that during a total lap hysterectomy procedure, the patient was having 'fibroid' and enlarged uterus. Device used to mobilize the ligament of the uterus at left hand side. In ten minutes usage time, the positive electrode was fallen off and the yellow light on the "replace" of generator appeared. After that, it was replaced by the second device. After ten more minute, in mobilize the ligament around the uterine artery, the electrode fall off again/ surgeon had to examine if the electrode has fallen off on the patient side. The third device was opened. And finished the operation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4-24-2012. Should the information be provided later, a supplemental medwatch will be sent the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.